Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer was not able to load a new cartridge onto pump. Additionally, it was reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.